Manufacturer narrative:
Additional information was received. This ICD was retained by the hospital facility and is no longer available for return.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. This ICD was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. This ICD was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.